Manufacturer narrative:
The device was not returned for eval. We are unable to assess the product condition or confirm the kinked cannula. No product lot number was reported, therefore no qualification record review could be performed. The omnipod's user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The customer reported that she activated the device at 7:51 am, and her blood glucose was between 58 and 227 mg/dl for about the next 14 hours. At 9:58 pm, her bg measured 281 bg and she corrected with 7.8 unit insulin bolus. At 12:24 am, it was 417 mg/dl and another 11.65 unit bolus was taken. At 1:45 am, with bg of 297 mg/dl, she bolused 5.1 units; at 3:05 am, bg was 388 mg/dl, 5.65 units bolused. At 5:43 am, her bg was back up to 462 mg/dl. She removed the device and saw that the cannula wa kinked.